Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 5 was not functioning. A field service engineer (fse) replaced the latch assembly. After replacement, the station was rebooted and the hardware passed all checks using the hardware test application. Additionally, the fse rebooted the station but observed that row b on drawer auxiliary 5.1 was not detected on the bus. The station was then powered off, and the back panel was removed. The fse reseated the pyxibus cable, retractor band, and row board cable. Additionally, the cubies were removed, and the row board cable was reseated directly on the row boards. After reinstalling the cubies and rebooting the station, the hardware test completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower, door 5 was not functioning. The customer stated that this malfunction occurred during the user was trying to get medications. There were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: section h imdrf annex a & imdrf annex g.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower, door 5 was not functioning. The customer stated that this malfunction occurred during the user was trying to get medications. There were no delay to patient care and adverse events or injuries reported based on this incident.